Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the intra-aortic balloon pump (iabp) did not work according to the cardiology technician." Additional information received: "it is only known that the device has been switched on and the error message "valve error" has been displayed. The alarm was confirmed to be "purge failure alarm". It was reported that the pump was swapped out. The second pump was functional without any problems. It was also reported that the patient's condition was critical. The patient deceased but according to the rn who was present and also supervised the use of the pump, "the patient was in such a desolate state that he would have died with or without the use of the pump".

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation, therefore, we were unable to perform an investigation of the root cause. According to the complaint report, the field service technician found blood inside the tubing, which potentially caused the alarm. No parts were returned for investigation due to blood contamination. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that "the intra-aortic balloon pump (iabp) did not work according to the cardiology technician." Additional information received: "it is only known that the device has been switched on and the error message "valve error" has been displayed. The alarm was confirmed to be "purge failure alarm". It was reported that the pump was swapped out. The second pump was functional without any problems. It was also reported that the patient's condition was critical. The patient deceased but according to the rn who was present and also supervised the use of the pump, "the patient was in such a desolate state that he would have died with or without the use of the pump".